Event description:
The medwatch report states an aide checked on the resident at 6pm and noted the tubing was allegedly disconnected from the humidifier bottle on the concentrator. He reconnected the tubing and the oxygen continued at 5 liters. The resident was unresponsive to verbal or physical stimulation and expired at 6:20pm.